Event description:
On 18 april 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Per case notes. The sensor was not able to removed initially, even with the assistance of ultrasound. However, it was successfully removed, during another removal attempt. The update was received on (B)(6) 2022. No further investigation was found necessary.